Manufacturer narrative:
Disclaimer: synthes (USA) is submitting this report pursuant to the provisions of 21 cfr part 803. This report may be based upon info which synthes (USA) has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes (USA) or its employees caused or contributed to the potential event described in this report. H11. Corrected data. H3,h6 - actual device was evaluated. A visual examination was performed, however due to the condition of the device an accurate evaluation could not be made.